Manufacturer narrative:
The customer¿s report that the tubing set leaked was not confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. During visual inspection, it was noted that orange liquid was observed inside the tubing. Additionally, the dry blood was observed on the male luer¿s spin collar and inside the luer. No other anomalies were observed with the set or at each component. Functional testing was performed by attaching a lab syringe filled with blue dye water and flushing the set as received through each smartsite injection port. The set flushed completely at each smartsite injection port and no leaks were observed throughout the set. The set was then loaded into a lab syringe pump module and was programmed at a rate of 10ml/h and vtbi at 10ml. The set was pressure tested while submerged underwater. Air pressure was incrementally increased up to 30 psi. Each smartsite injection port was tested accordingly. No leaks or anomalies were observed at each component. The root cause was not identified.

Event description:
It was reported that the tubing set leaked during a power injection of contrast at 3ml/sec for a CT of the abdomen/pelvis being performed on an ed patient. The customer stated that there was no patient harm caused by the event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient age and dob requested but not provided.

Event description:
It was reported that the tubing set leaked during a power injection of contrast at 3ml/sec for a CT of the abdomen/pelvis being performed on an ed patient. The customer stated that there was no patient harm caused by the event.